Event description:
A home patient (hp) contacted baxter?s technical service center regarding a system error alarm 2240 (air in line) displayed on the homechoice (hc) unit. The alarm occurred during therapy, in the dwell 4 of 5 stage. The patient was connected at the time of the alarm, and stated that there were three (3) empty bags. The technical service representative (tsr) explained that this may have been the source of the air in line, and assisted the patient to clear the alarm by turning the hc unit off/on. The patient was instructed to finish therapy with manual bag. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed and the root cause was undetermined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.